Event description:
It was reported that during a lap. Hysterectomy procedure, the rubger seal of the device dropped into the abdomen and was retrieved. Another like device was used.

Manufacturer narrative:
Date sent: 4/28/08. Info anticipated, but unavailable at this time.